Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient's wife reported leak in broken tubing. Medication being infused was ropivacaine 0.2%. No patient injury reported.